Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to pace a 70-year-old patient (gender unknown), the device inappropriately shutdown. After removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained burns. There is no information available on what degree the burns were.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer's report for patient receiving a burn; based off the customer's description it appears that pacing was performed for an extended period of time using one step complete pads. Analysis of reports of this type has not identified an increase in trend. It is noteworthy to mention the r series operator's guide states, "prolonged pacing (more than 30 minutes), particularly in neonates or adults with severely restricted blood flow, may cause burns. Periodically inspect the skin under the electrodes." Additionally, the IFU for one step CPR pads provides instructions on proper skin preparation and electrode application to prevent the occurrence of burns. It states, "for pacing times in excess of 2 hours, zoll recommends pro-padz® with liquid gel." The customer's report of "the device shut off" will be closed as no sample returned. Zoll has not received the product referred to the claim and is unable to investigate further.